Event description:
The rollator moved while the end user was sitting on it. She was admitted to the hospital for observation.

Manufacturer narrative:
The end user was sitting on the seat of the rollator while waiting for an appointment with her physician to be evaluated for neck pain. The device apparently rolled and she fell to the floor. The end user stated that brakes were applied. She was admitted to the hospital for observation. While in the hospital, no fractures or serious injuries were diagnosed. She was subsequently discharged. We have no sample to evaluate. No lot number was reported. No photos were provided. We have no trend for this issue with this device. We have not confirmed a medline device was involved in the incident and have not identified a root cause. However, in an abundance of caution, and due to the reported fall and subsequent hospitalization, this medwatch is being filed.